Manufacturer narrative:
The "incompatible sensor" message is displayed if the user scans a sensor that is not supported by the app. Sensor compatibility information is available in the help menu of the app. The user had attempted to scan a freestyle libre 2 sensor using the freestyle librelink application. During troubleshooting the user was guided to install the freestyle libre 2 application (correct, compatible application). It was determined that there is no indication the application was not functioning as intended. Therefore the complaint is not confirmed. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an "incompatible device" message when trying to scan the freestyle libre 2 sensor with librelink application. Upon troubleshooting it was determined that customer was using the incorrect application. Due to this issue, the customer was unable to obtain sensor readings, and developed symptoms of sweating and vomiting. The customer went to a health center, and a healthcare meter result of 17 mmol/l was obtained. The customer received treatment of 14 units insulin injected into stomach, and other unspecified medication from a healthcare professional. There was no report of death or permanent injury associated with this event.